Manufacturer narrative:
A complaint email was received on 2/3/2023 stating that a ps tibial implant (lot # 972337a) was found inside a cr labeled pouch in an imprint kit with sn (B)(4). The production records show that there was a swap of the cr work order/lot numbers with a ps tibial tray also being produced at the same time. The assignable root cause is a mix-up at the imprint tray engraving programming step and failures downstream to identify the incorrect tray in the related serial number implant kits. The surgeon did not recognize the tibial tray was a ps tray until it was implanted. It was removed and replaced with an tibial tray.

Event description:
It was reported that the label and serial number of a tibial tray could be incorrect, and the implant could also be incorrect.